Event description:
Healthcare professional reports homepatient developed peritonitis after reusing homechoice set for 1 week. Homepatient was hospitalized and treated with antibiotics. Pd catheter was removed 9/10/98. No product failure was indicated by healthcare professional.